Event description:
Report received of an adverse event while the device was in use. In 2003 at approximately 10:30am, the pump was programmed to deliver morphine 1 mg/ml in the pca+ continuous mode with a continuous rate of 1mg/hr, a pca dose of 4mg, a patient lockout of 7 minutes, and no 4-hour limit. At initiation of therapy, the patient reported that their pain was 10 on a scale from 1 to 10. The patient's spouse was at the bedside and encouraged patient to keep pressing the patient pendant button for pain relief. At an unspecified time between 3:00p.m. And 11:00p.m., the patient become oversedated and was successfully treated with an unspecified dose of narcan. The patient did not experience any long term sequelae. Though requested, no additonal information was available.